Event description:
Balloon burst.

Manufacturer narrative:
A comparative catheter was pulled from stock and tested for rbp. It was taken to 3.5 atm which is the rbp for this size of balloon. The balloon did not burst. It was then taken to burst which was 6 atm and was a clean and longitudinal burst. The complaint catheter was visually inspected and the balloon burst was confirmed.